Manufacturer narrative:
The tech isolated the issue to a loose ground pin on the power cord plug. He replaced the power cord plug to repair the bed.

Event description:
Info received indicates the ground resistance reading is out of normal range.